Manufacturer narrative:
The field service representative (fsr) verified the module was displaying a red x and not temperature readings. He replaced the temperature module and performed verification testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the temperature module displayed an x and a ? Instead of a reading. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the temperature module to lab use only (luo) testing equipment. The module was successfully assigned in the perfusion screen. Each temperature port was checked for function using a set of luo temperature testing probes at various temperatures. All three values for the blue port were displayed on the central control monitor (ccm). The red port did not display any temperature information on the ccm. After troubleshooting, which included disassembling and re-assembling the module, functionality of the red port was restored. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.